Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) service technician. The technician reportedly corrected the fluid leak in the uf outlet tubing, but did not provide specific information on what was done to return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility reported a fresenius 2008k2 machine that experienced a fluid leak in the ultrafiltration (uf) outlet tubing during a patient treatment. The patient was moved to a different machine and completed treatment with no injury, adverse event, or medical intervention reported. A fresenius (B)(4) technician reportedly repaired the machine, which returned to service without issue. Due diligence attempts were exhausted, but additional information was not provided. If additional information is provided, a supplemental report will be submitted.